Event description:
This pt was presented to the interventional lab for embolization of the hepatic artery. There was no information regarding calcification or vessel tortuosity of the target lesion. The information states the physician felt resistance between the mc and gw from the beginning of the procedure. He didn't know which product was causing the problem. The physician then removed the mc and the gw and exchanged them with new products. The procedure was successfully completed. There was no adverse consequence to the pt.